Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with ceftazidime injection (1 g, once a day, intraperitoneal, duration not reported) and cefazolin injection (1 g, once a day, intraperitoneal, duration not reported) for peritonitis. At the time of this report, the patient outcome was outcome was unknown. Pd therapy was ongoing. No additional information was available.